Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the aneurysm enlargement and endoleaks could not be determined with the provided info.

Event description:
On (B)(6) 2008, the pt was implanted with two gore tag thoracic endoprostheses and a gore excluder aaa endoprosthesis treat a thoracic aortic aneurysm. It was reported the aortic extender component was implanted for distal extension with adequate overlap into the distally implanted tag device. On (B)(6) 2013, f/u CT images showed a distal type I or type iii endoleak associated with the aortic extender component with aneurysm enlargement of an unk amount. On (B)(6) 2013, an intervention was performed to treat the endoleak. It was reported the physician was unable to determine what type of endoleak was present around the aortic extender component. However, it was reported the aortic extender component was not sufficiently oversized to provide the needed extension on the distally implanted tag device. A comfortable gore tag thoracic endoprosthesis was implanted for distal extension to extend coverage to the area just above the right renal artery. The endoleak was resolved, and the pt tolerated the procedure.